Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2014 with the following findings:investigation revealed that the keypad cover was intact. The up arrow and down arrow keypad buttons were intermittently responsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.